Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger would not charge and the charger¿s indicator light did not illuminate despite outlet changes and repositioning; the issue involved the battery charger and resulted in the pump and a phone not charging when placed on the pad. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a charging problem with the battery charger and a power source problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.